Event description:
The leads were returned to the manufacturer, were analyzed and tested out of specification. Additional information received the leads were explanted after the patient's death which is unrelated to the device system.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and analysis revealed the outer insulation had a breached depression. It was noted that all conductors were stretched, the inner insulation was torn, the outer insulation was breached cut and had cosmetic depression, there was blood in/on the helix/lobe mechanism and the lead was stretched. (B)(4). The full lead was returned, analyzed and analysis revealed the outer insulation had breached depression. It was noted that all conductors were stretched, there was blood/body fluid on all conductors (not obstructed), the inner insulation and inner tubing were kinked/buckled, the inner insulation and outer insulation were breached cut, the outer insulation had cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, and the lead was stretched.